Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarmed with unexpected restart. A cold reset was performed. The customer's blood glucose level was unknown at the time of the incident. Customer's husband reported alarm occurred 4 times. Customer was advised insulin pump will need to be replaced. The insulin pump will not be returned for analysis.